Event description:
The customer reported an increased number of initial reactive and repeat reactive hcv results on two prism analyzers running hcv reagent lot 22236li00. Individual patient data were not provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect hcv, ln 6a52, that has a similar product distributed in the us, architect hcv, ln 6d18. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Specificity was testing and performance was not negatively impacted. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. A product deficiency was not identified.